Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a tear on the modular cable, connection difficulties and green corrosion was confirmed via analysis of the submitted pictures and evaluation of the returned modular cable. Inspection of the picture and the modular cable green substance consistent with fluid ingress on the bulkhead connector; fluid ingress was also observed inside the connector on the modular cable and controller. The modular cable was then connected to the returned system controller (serial number: (B)(6) ) and resistance was encountered while connecting and disconnecting the bulkhead connector; the fluid ingress observed on the bulkhead connectors of the modular cable and controller resulted in this issue. The returned controller is investigated under a separate investigation. A tear was also observed at approximately 4 inches from the controller connector; the outer jacket material appeared to have expanded, causing multiple flaps of polyurethane. No wires could be observed underneath the tear. The returned products operated in a mock circulatory loop without issue. The electrical integrity and physical condition of the underlying wires in the cable were analyzed and no issues were observed. The damage observed did not affect pump operation during testing and no further damage was observed on the underlying layers of the cable. The root cause of the corrosion and the difficulty disconnecting the modular cable to the controller was determined to be fluid ingress; however, the root cause of the fluid ingress could not be determined through this analysis. The root cause of the tear on the modular cable jacket was not conclusively determined through this analysis. The device history records were reviewed and the records revealed that the modular cable, lot number 6665240, was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on 19dec2018. Heartmate 3 patient handbook (rev. D) section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), and the actions to take if the issue does not resolve. The subsection entitled ¿what not to do: driveline and cables¿. This section informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 patient handbook (rev. D) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller, system controller and the driveline for damage. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a tear on the modular cable was not confirmed. The reported event of green corrosion on the modular cable was confirmed via analysis of the submitted pictures. The reported event of difficulty disconnecting the modular cable could not be reproduced as the product was not returned for evaluation. However, inspection of the submitted pictures revealed green substance consistent with fluid ingress within the bulkhead assembly of the controller and covering the bulkhead connector of the modular cable, which would result in resistance being encountered while attempting to disconnect the cable. The fluid ingress on the bulkhead assembly of the controller is addressed via the controller investigation. Multiple requests for additional information were made to determine if the modular cable (lot number: 6665240) would be returned for evaluation; however, no response was received. No further evaluation could be performed. The root cause of the corrosion and the difficulty disconnecting the modular cable was determined to be fluid ingress; however, the root cause of the fluid ingress could not be determined through this analysis. The root cause of the tear on the modular cable jacket could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the modular cable, lot number 6665240, was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on 19dec2018. Heartmate 3 patient handbook (rev. D) section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), and the actions to take if the issue does not resolve. The subsection entitled ¿what not to do: driveline and cables¿. This section informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 patient handbook (rev. D) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller, system controller and the driveline for damage. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that there was green corrosion on the controller and modular cable. It was later reported that the patient presented to the clinic with a modular cable tear. Upon exchange of the modular cable, a motor oil sludge was noted on the driveline at the controller connection end. The substance was also inside the controller. A controller exchange was recommended. Related manufacturer's report: 2916596-2023-02949.